Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Device evaluation could not be performed as no device was returned. Medical records received and evaluation not performed and not relevant to this investigation, the reported product was not implanted. Device history review was satisfactory. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
The customer reported via the sales rep, that a 10mm exeter plug allegedly broke whilst being introduced into the femoral canal. Sales rep reported that there was no delay to the surgery or that the patient suffered any adverse consequences.

Event description:
The customer reported via the sales rep, that a 10mm exeter plug allegedly broke whilst being introduced into the femoral canal. Sales rep reported that there was no delay to the surgery or that the patient suffered any adverse consequences.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.